Event description:
It was reported that during a surgical procedure at the user facility that the bottom trigger button fell off. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.